Event description:
It was reported by the patient that the "device has been beeping" due to a "broken wire." The patient has been to the physician and stated the physician said "not to worry about it." Follow-up with the physician clarified that there is no lead fracture and the patient alert was caused by low impedance on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 310f29 tissue valve (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2002. (B)(4).

Event description:
It was later reported that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4)